Event description:
Pt on bipap vision system for ventilation support. Bipap alarm sounded and "vent inop" light was on. Pt was removed from the bipap and placed on aerosol mask oxygen. The bipap was returned to respironics for repair, and the keypad and lcd were replaced.